Event description:
User received questionable total bilirubin results on two different samples obtained from the same (B)(6) baby, on the cobas 6000 c501 analyzer. User repeated both samples on the integra 800 analyzer at the site, and was not sure which total bilirubin result was the correct result. Initial total bilirubin result was 20 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The doctor called the laboratory and questioned the total bilirubin result. The sample was repeated on the integra 800 analyzer at the site giving 12.7 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was additionally repeated on this c501 analyzer giving 16.1 mg/dl. This result was accompanied by a data flag. A second sample was obtained from the same (B)(6) baby and was initially tested on the integra 800 analyzer giving a total bilirubin result of 12.6 mg/dl. The sample was repeated on the integra 800 giving 12.4 mg/dl. The sample was additionally repeated on the c501 analyzer giving 15.8 mg/dl. Both repeat total bilirubin results were accompanied by data flags. User said the (B)(6) baby was given "bililytes" but did not believe this had an adverse affect. User had not been informed of any adverse affect to the (B)(6) baby. Total bilirubin reagent lot number, 62572701. The field service representative did not determine a cause and could not reproduce any errors. He completed preventative maintenance and troubleshooting procedures. Customer ran controls which were within range.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during an examination, the system shut off and could not be restarted.

Manufacturer narrative:
Further investigation was not possible due to missing essential information. A specific root cause could not be identified. The exact clinical information regarding the patient was not provided. The phototherapy that was performed, based on the fist elevated total bilirubin result from the cobas 6000 c501, might have been unnecessary. The phototherapy was cancelled eight hours later. The patient was discharged. No adverse events were reported.